Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) went from four months remaining then reached explant several days after. The health care professional noted that right ventricular (rv) and left ventricular (lv) outputs were raised slightly from last check. This device was submitted for engineering analysis. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) went from four months remaining then reached explant several days after. The health care professional noted that right ventricular (rv) and left ventricular (lv) outputs were raised slightly from last check. This device was submitted for engineering analysis. To date, the device remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.